Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the physician's report, this pt's device developed a progressive number of faulty electrodes over time. Integrity testing performed in 2006 was consistent with normal receiver/stimulator function but revealed several faulty electrodes. The surgeon explanted the device and reimplanted the pt with a new device in 2007.